Event description:
Pump flow increased from 5-6 to 8-9; then would go down to baseline. Sound of device similar to "chest tube rub". Power spike 11.2. Echo done. Replaced batteries and controller; increased speed. Patient asymptomatic.